Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux and siphon. The valve did not meet the requirements for preimplantation and pressure-flow testing. There was a nick in the dome and a puncture in the dome. It is unknown how or when the damage to the casing occurred. The IFU cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of component. Such damage may lead to loss of shunt integrity¿¿ proteinaceous debris was observed on the exterior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve was difficult to program and didn't seem to be draining properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was being explanted on the day of the report because it was suspected of being defective.